Event description:
During non-clinical, the user reported during the changing of the heater on the device by the field service rep, the pc board was broken. No other details regarding the nature of the event were provided. Since the event occurred during non-clinical, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.